Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the vein anterior branch was cauterized and backburned resulted in a 1.5cm diameter circular skin burn. As per the subsidiary, while harvesting the vein in the right thigh an anterior branch was cauterized and backburned and resulted in a 1.5cm diameter circular skin burn. The settings of the force fx cautery were 11 macros. The patient had thin legs with a superficial vein and poor skin turgor. *no known consequence or health impact to patient. *product was not changed out. *there was a 20cc of blood loss. *procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 12, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d1 (corrected brand name) . D2 (corrected type of the device) . D4 (added expiration date & updated primary unique device identifier) . H2 (follow-up due to correction and additional information) . H4 (device manufacture date). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 3221, 19). The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. Additional complaint details stated that the patient had thin legs with a superficial vein and poor skin turgor. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. Then the retention sample was used to cut veins in a syndaver with no issues. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
As per the clinical specialist, the setting on the generator was too high. The correct setting for the generator is 8-10 macro.